Manufacturer narrative:
As of this report, hill-rom has not received any additional correspondence to be able to determine if this issue has been resolved. No info has been provided to determine resolution. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brakes are broken, resulting in the brakes not holding.